Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties occurred. A v-18 control wire was advanced to cross the lesion. However, the guidewire became stuck in the balloon catheter. The physician had to pull everything out, regain wire access and completed the procedure with a different device. No patient complications were reported.